Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the pt states he had stim activated the 17th of feb. Pt states the stim dropped the pain level to a 4. Pt states the test stimulator dropped it to 0 or 1. Pt states the whole time since ins was implanted and the last week the pain level is a 6 or a 7 in the back and right knee. Pt states he has an appt next tuesday for a check up. Pt states 3-4 days after the device turned on he called the settings as he felt a tingling so they called their manufacturer representative (rep). Pt did not let the rep know about his problem. Pt confirmed 4 days after his system was turned on. Patient services specialist (pss) walked pt through increasing the levels in the group. Pt only had one group a and 1-4. Pss directed to hcp on the next steps. Pt states he has an appt next week. Pss walked pt through using the controller. Additional information was received from the manufacturer representative (rep). It was reported that an x-ray was taken showing each lead moved down a vertebral body. The hcp replaced each lead and put them up higher as well as used a bi-wing anchor this time instead of a bumpy anchor.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: va2h7kr007, ubd: 12-oct-2025, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: va2jphb026, ubd: 13-jan-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.